Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The evaluation findings are as follows: 1.) Debris found inside tubing and support coil; 2.) Faded text on front panel; 3.) Non-olympus lamp installed and measured out of specifications. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30," communication error occurred. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.